Event description:
Rptr states pt had phlebitis at the antecubital fossa of the left arm. One week after placement of pic pt complained of tenderness and warmth. A 4" red line was seen extending up medial upper arm. Primary caregiver complained of sluggishness of the line and inability to infuse fluids via gravity. Rptr able to get a blood return. Rptr has seen several similar instances with the use of this device. In every case symptoms mirror the above situation to the letter.